Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) system, the device recorded a signal artifact monitor (sam) episode due to oversensing of noisy signals. As a result, the respiratory rate trend feature was disabled. An air bubble was suspected as well as connection issues since the noise was more prevalent when pressing on the pocket. The physician reopened the pocket to verify connections and reinserted the right ventricular (rv) lead into the header of this device. A few air bubbles were noted after the reintervention, however, the field representative stated this had improved the previous issues observed. No additional adverse patient effects were reported. At this time, this device system remains in service.